Event description:
It was reported when the patient felt ¿crummy¿ while swimming in the pool at the gym. The caller is unsure as to what would be causing the oversensing when the patient is in the pool. Episodes show that the patient was in af at the same time as when the device collected episodes with emi. It was also noted that there was a right ventricular (rv) lead integrity warning. It was discussed that there must be a current leakage somewhere in the pool. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient hears the device toning every four hours. It was noted that interrogation clears the alert. Interrogation shows nst (non-sustained tachycardia) episodes with lead integrity alert triggered. It was noted that they have diagnosed this as emi (electromagnetic interference) which appears on both a (atrial) and v (ventricle) channels as being linked to electrical issues in a swimming pool. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met as there was one patient alert for lead failure predictor on (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; a 694052, implantable pacing lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.